Manufacturer narrative:
Ge healthcare's investigation is ongoing. A f/u report will be submitted once the investigation has been completed. (B)(4). Reference MDR 9611343-2011-00001.

Event description:
It was reported that images on the exam room live monitor were flickering. This issue may result in a degraded image quality that can prevent completion of an exam. No pt injury or death reported.